Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(4) - sh device registry, patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 23mm epic max valve was selected for implant. The aortic valve area was 210 cm2. It was noted that after aortic measurement the 23mm epic max valve should have fit, but was ultimately unable to be implanted. There was no allegation of malfunction against the epic valve other that mis-sizing. The decision was made to replace the 23mm epic max valve with a 21mm epic max valve to complete the procedure. There were no adverse patient effects reported. There was no delay in the procedure. On (B)(6) 2025, it was noted that the patient had a third degree heart block and a permanent pacemaker was implanted. The patient was reported stable.

Event description:
Clinical information: (B)(4) - sh device registry, patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 23mm epic max valve was selected for implant. The aortic valve area was 210 cm2. It was noted that after aortic measurement the 23mm epic max valve should have fit, but was ultimately unable to be implanted. There was no allegation of malfunction against the epic valve other that mis-sizing. The decision was made to replace the 23mm epic max valve with a 21mm epic max valve to complete the procedure. There were no adverse patient effects reported. There was no delay in the procedure. On (B)(6) 2025, it was noted that the patient had a third-degree heart block and a permanent pacemaker was implanted. The patient was reported stable.

Manufacturer narrative:
An event of third-degree heart block after one month of epic valve was reported. There were no adverse patient effects reported post implant. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported heart block could not be conclusively determined. The reported surgical intervention is a result of permanent pacemaker implant. The patient was reported as stable. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.